Manufacturer narrative:
A siemens cse was at the customer site troubleshooting cuvette ring errors when the ribbon cable on the cuvette washer emitted smoke. The cse inspected the cable and discovered areas where the metal from the cable was exposed and had come into contact with the cuvette washer frame. The cse determined that the harn flex cable was defective. The cse replaced the cuvette washer, which resolved the issue. The harn flex cable is a ul-rated part. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A siemens customer service engineer (cse) was at a customer site to troubleshoot cuvette ring errors on a dimension vista 500 instrument. While the cse was troubleshooting, the ribbon cable on the cuvette washer emitted smoke. The cse inspected the cable and discovered areas where the metal from the cable were exposed and had come into contact with the cuvette washer frame. There were no adverse health consequences, damage to property, or impact to patient samples due to the smoke. Only siemens service personnel were present when the event occurred as the laboratory was closed for the day.